Manufacturer narrative:
Section h3: the manufacturing records review for this purchase order (po) shows that the units were released within specification. Investigation summary: a customer photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye. A scratch-like mark can be observed near the three light reflections on the lens. Due to no product received, no further evaluation could be performed. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints.

Manufacturer narrative:
Section b3: date of event: unknown section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the doctor that the monofocal preloaded tecnis simplicity eyhance intraocular lens (iol) had a scratch once opened in the patient's eye. The iol was partially inserted into the patient's eye. No further information was provided.